Event description:
It was reported that on (B)(6) 2024, a 23mm epic plus supra valve was chosen for a procedure. The valve seemed to be coapting when saline tested and the valve was implanted with no noticeable issue. The leaflet function was tested with a bulb syringe with red rubber. When the pump off, upon echocardiogram (echo) review, it was noted that the valve developed an eccentric central jet that was moderate to severe. The physician went back in and noticed the valve did not seem to be coapting and decided to replace the valve. A new 23mm epic plus supra valve and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was some delay in the procedure but it was not clinically significant and the procedure finished without further incident. The patient was reported stable and recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a valve did not coapting well and explant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. It was indicated that the valve seemed to be coapting when saline tested and the valve was implanted with no noticeable issue. Images received appeared to show leaflets of the valve in open state inside the patient. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information associated with this complaint, the exact cause of reported event cannot be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.